Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two tampons had short strings with no knot in them which she noticed right after inserting. Multiple attempts have been made to obtain further information. No further information has been received.